Event description:
It was reported that the ilet insulin pump was dropped while playing, after which the touchscreen displayed black lines and the screen became completely invisible, consistent with a display difficult to read involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed findings consistent with ambient light or visibility problems reported by the user; however, the issue manifested as a nonfunctional display consistent with a component-related display readability problem localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.